Manufacturer narrative:
This report is being submitted as follow up no. 1. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. . A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Patient and device codes are unable to be selected at this time. Esubmitter support has been notified.

Event description:
The user facility reported that the device didn't deploy. It was reported that the patient was fine. Additional information was received on (B)(6) 2017: it was reported that hemostasis was achieved by manual compression and the blood loss was less than 250cc. The patient is stable. The procedure out come was successful.